Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with bilateral ankle fractures. It was further reported that ten years, eleven months and twenty-nine days post a filter deployment, the filter was allegedly tilted laterally, and multiple struts had perforated the inferior vena cava wall with one of the strut projected into the adjacent infrarenal abdominal aorta. The device has not been removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and eleven months post filter deployment, a computed tomography of abdomen and pelvis showed that infrarenal filter was noted with lateral tilt of the apex as well as perforation of multiple struts through the inferior vena cava wall, one of which projects into the adjacent infrarenal abdominal aorta, without evidence of a para-aortic hematoma. Around one year and five months later, a computed tomography of abdomen and pelvis showed that filter was noted in unremarkable position. The filter and inferior vena cava show no abnormality. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2011) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.